Manufacturer narrative:
Conclusion: procedural images were provided for review. The images showed that the valve was deployed to 80% and depth assessment was performed in the cusp overlap view. Depth appears to be approximately 5-6mm at the non-coronary cusp (ncc). The valve was fully released and remained stable at the annulus. It was reported the nose cone of the delivery catheter system interacted with the valve which resulted in aortic dislodgement, however, there were no images provided showing the dislodgement occurring. The dislodged valve was not snared which ended up being pushed downward towards the annulus when the second non-medtronic valve was advanced. Of note, medtronic recommends snaring and maintaining the snare attached to a dislodged valve when a new delivery system is advanced to mitigate the risk of further dislodgment during implantation of a new valve. There is evidence that the dislodged evolut was snared to the ascending aorta prior to deployment of the non-medtronic valve. Dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, the when trying to pull the nose cone of the delivery catheter system (dcs) out of the left ventricle, the dcs caught onto the valve frame dislodging the valve out of the annulus. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10:  product ID l-envpro-14; product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut r transcatheter aortic valve; product ID evolutr-26; product type: 0195-heart valves; implant date (B)(6) 2023. Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded correctly and was implanted into an adequate position. As the delivery catheter system (dcs) was withdrawn back out of the ventricle, the valve "jumped" out of the annulus. The valve was relocated to a suitable position within the aorta. A second, non-medtronic (edwards sapien) valve was implanted. No adverse patient effects were reported.